Manufacturer narrative:
12/5/1997-supplemental report #1 submitted to FDA.

Event description:
During an unspecified procedure. The instrument broke. The surgeon applied another device without patient injury.